Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported no complaint against the device for the left side. Healthcare professional later reported left side "capsular contracture" baker grade unknown. Device has been explanted and replaced.

Event description:
Healthcare professional reported no complaint against the device for the left side. Healthcare professional later reported left side "capsular contracture" baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.